Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified mid stent damage. 3 rows have misaligned and 1 strut is raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed, 30mm in length target lesion was located in the severely tortuous and mildly calcified proximal to mid left anterior descending artery (lad). Vascular access was obtained via the right femoral artery. The lesion was predilated with a 2.0x15mm non bsc balloon. The balloon was inflated 6 times at 12atms for 9 seconds which reduced the stenosis to 60%. A 3.00x24mm taxus liberte stent was then advanced to the lad; however, the device was unable to cross the lesion. The device with removed from the patient and it was noticed that the stent struts were raised. The procedure was successfully completed by implanting overlapping 3.0x12mm taxus liberte and 2.25x24mm taxus liberte stents. The lesion was postdilated with a 3.0x15mm quantum maverick balloon. No patient complications were reported with the patient's current condition listed as "stable".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed, 30mm in length target lesion was located in the severely tortuous and mildly calcified proximal to mid left anterior descending artery (lad). Vascular access was obtained via the right femoral artery. The lesion was predilated with a 2.0x15mm non bsc balloon. The balloon was inflated 6 times at 12atms for 9 seconds which reduced the stenosis to 60%. A 3.00x24mm taxus liberte stent was then advanced to the lad; however, the device was unable to cross the lesion. The device with removed from the patient and it was noticed that the stent struts were raised. The procedure was successfully completed by implanting overlapping 3.0x12mm taxus liberte and 2.25x24mm taxus liberte stents. The lesion was postdilated with a 3.0x15mm quantum maverick balloon. No patient complications were reported with the patient's current condition listed as 'stable'.

Manufacturer narrative:
(B)(4)